Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's symptoms returned and impedance measurements were greater than 4,000 ohms. The neurostimulator was replaced. Add'l info has been requested.